Event description:
Healthcare professional reported left side via MRI "oval and circumscribed nodule," is not device related. "Radial folds," and "minimal amount of homogeneous laminar fluid." Device remains implanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma- late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: radial folds. Seroma-late and lump nodule.